Event description:
It was reported that the device went in vvi mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported bvvi was confirmed in the laboratory. Analysis found high charge time due to an anomalous component within hv circuitry.